Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluatiion on 12/08/2025. A visual inspection was conducted on 12/08/2025. Signs of clinical use and no evidence of blood was observed. The cable was observed to be intact with no visual defects noted. Both connectors were observed to be intact with no visual defects observed. An electrical evaluaion was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam or heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. Based on the returned condition of the device as well the evaluation results, the reported failure "crack" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the setup of the case, the new hemopro2 extension cable was cracked at the connection. This was discovered when the tray was opened. A new cord was used to complete the procedure. There was no delay. There was no patient harm.